Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided information and assisted with resetting the pump, allowing the customer to continue using it, with instructions to call back if the issue recurred. Caller acknowledged and understood.